Event description:
The hosp reported that during the endoscopic vein harvesting procedure, there was no co2 insufflation through the device; therefore, staff was unable to provide enough co2 flow to create a tunnel. A replacement unit was used to complete the procedure. The hosp did not report any pt complications during the procedure; however, the pt had an evolving mi and eventually expired post operatively. The hosp stated the did not believe the failure of the prod was related to the pt expiring.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.